Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigations: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/aorta perforation and tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown; however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right common femoral vein due to abdominal hemorrhage after pulmonary embolism (pe). Patient is alleging tilt vena cava and organ perforation. Patient notes and further alleges "four prongs have perforated the ivc at 4mm distance. A prong has also perforated the aorta. Additionally, the filter has tilted, per CT". Per the (B)(6) 2005 ivc filter placement: "the catheter was exchanged over a wire for the gunther tulip-tipped filter and the tulip-tipped filter deployed with its tip at the level of the renal veins". Per the (B)(6) 2017 independent review of a (B)(6) 2017 CT scan of the abdomen and pelvis: "a cook celect filter was implanted (B)(6) 2005. Positive for caval perforation. Superior extent of caval filter l 1-l2 vertebral body. Inferior extent mid l3 vertebral body. A total of 4 prongs have perforated the ivc series 2 image 40. Maximum distance prongs perforated approximately 4 mm series 2 image 40. Coronal images approximately 5 degree tilt right to left series 601 image 103. Sagittal images 5 degree tilt posterior anterior series 602 image 118. Diameter of ivc directly above filter 21 x 25 mm series 2 image 29. Attention: a prong has perforated the aorta".